Event description:
It was reported that information was received through a journal article and the subsequent follow up which indicated that the patient had received multiple shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. This lead was capped/abandoned, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. In addition, this information is based on a journal literature and the subsequent follow up information. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: ventricular oversensing after ICD lead replacement: what is the mechanism? Pace pacing and clinical electrophysiology. 2014;37(8):1076-1079. The replacement lead has already been reported in manufacturer's FDA report number 2649622-2013-13172 which was submitted on 2013-(B)(6). (B)(4).